Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported.